Event description:
A pt had a reaction after a prostate procedures was performed with a scope that had been disinfected in cidex opa solution. The reaction reported for this event was swelling of the genitalia. There are no further details available except that the same pt had a similar reaction with metricide solution in 2004.